Event description:
It was reported that five days post a chronic catheter placement, the patient allegedly complained of pain and swelling near the chest wall near line. It was further reported that an ultrasound demonstrated allegedly subcutaneous oedema. It was also reported that a kink and minimal extravasation of intravenous fluids was allegedly noted. Reportedly, linogram demonstrated subcutaneous leak. When the line was assessed, following removal there was an obvious hole approximately six-seven centimeter from the tip. The line was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 7f hickman d/l catheter in two segments were returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. A split was noted on the proximal portion of the distal catheter segment. Upon infusion, a leak was observed from the split on the extension leg while water exited the distal end. Therefore, the investigation is confirmed for the reported leak and the identified catheter split issues as no objective evidence was provided for review. However the investigation is inconclusive for the reported material hole and kink issues as the distal end of the catheter segment was not returned for evaluation. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five days post a chronic catheter placement, the patient allegedly complained of pain and swelling near the chest wall near line. It was further reported that an ultrasound demonstrated allegedly subcutaneous oedema. It was also reported that a kink and minimal extravasation of intravenous fluids was allegedly noted. Reportedly, linogram demonstrated subcutaneous leak. When the line was assessed following removal there was an obvious hole approximately six-seven centimeter from the tip. The line was removed and replaced. The current status of the patient was unknown.